Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the parameters on the external pulse generator (epg) can not be adjusted. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output knob did not work, sense was low and, the calibration was invalid. Printed circuit board (pcb) assembly found broken. It was noted. There was something sticky on the battery contact clips. If information is provided in the future, a supplemental report will be issued.